Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a routine follow-up, high, out of range, high voltage lead impedance was observed. The impedance had gradually increased over the past two years. Patient was asymptomatic. Lead remains implanted. Patient condition was good and will be monitored remotely.